Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 100 mcg/day) via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. On 06-sep-2019 it was reported that the patient had fluid in the pocket which began on an unknown date. There were no environmental, external, or patient factors that may have led or contributed to the issue. They tried to do a dye study today. Several attempts were made to put the needle through the port, but the needle bent. It was unknown if there was an issue with the cap (catheter access port). No actions/interventions had yet been taken. No surgical intervention occurred, and it was unknown if surgical intervention was planned. The issue was not resolved. It was indicated that the hcp had no further information regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event. Additional information was received from a healthcare professional (hcp) via a company representative on 2019-sep-27. It was reported that the patient had a seroma coming into a dye study. That dye study was unsuccessful. On (B)(6) 2019 the interventional radiologist "thought they accessed the cap port and pulled out 2ccs of drug/csf." The doctor then put in contrast dye and found some had pooled behind the pump. The doctor then directed that the catheter be primed back with drug. A few hours later the patient felt overdosed and did not feel better until the next morning. The patient was brought to the operating room on (B)(6) 2019 to revise the catheter. It was thought that the catheter was leaking or cracked. Upon opening the pocket the doctor found that the catheter was properly attached to the pump with no visual cracks or leaks. The catheter was fully patent. The issue was considered resolved. The patient's weight was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 27-sep-2019 from a healthcare professional (hcp) who reported that they were suspecting a pump overdose and they wanted to stop the pump as soon as possible but did not have a programmer. They wanted assistance with programming the pump to minimum rate mode. The patient¿s symptoms had come on suddenly. Additional information was received on 01-oct-2019 from the patient's pump managing physician who report that the cause for the patient¿s overdose was the dye study. The patient was kept overnight in the hospital for observation. The pump remained implanted. Additional information was received on 03-oct-2019 from a nurse at the patient¿s pump managing physician¿s office who reported that the cause of the overdose was not due to the dye study but was when the overdose occurred. The nurse stated that the dye study was performed due to the patient having excess fluid at site. When they went to aspirate the excessive fluid, they could not get the needle in correctly to see how much fluid was in the pump. The reason for the needle issue was due to the excess fluid at site. The cause of the overdose had not been determined, but they suspected the overdose was caused by a catheter leak. They were not sure of the next steps. The pump and catheter remained in the patient. The nurse had no further information to provide regarding the event at the time but was informed to report any further actions/interventions taken to resolve the overdose. No further complications have been reported as a result of this event.